Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, a clip was inadvertently placed on the incorrect anatomy. The customer attempted to remove the clip but was unsuccessful and the procedure was completed. Subsequently, the patient was transferred to another facility for an additional procedure to attempt to remove the clip. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there is no indication or evidence that a product issue occurred that meets the criteria of a reportable malfunction.